Event description:
Follow up report to 3007666314-2018-00053: patient reported the stimulation lead traction and pain. The issue was resolved by re-tunneling the stimulation lead and repositioning the ipg. Based on the above information, the root cause was concluded as sub-optimal implant location/depth/size.

Event description:
Patient is experiencing traction on the stimulation lead.